Event description:
It was reported that the customer had an accident and passed away at the scene of the accident. The cause of death was multiple injuries. The customer's blood glucose, at the time of death, is unknown. The insulin pump was destroyed in the accident. The customer was wearing the insulin pump at the time of death. No further details were provided. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.